Event description:
A non healthcare professional reported with a description of haptic bent. In the surgeon¿s opinion faulty delivery system caused the event. Additional information has been received and stated that there was no patient harm.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).